Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain and dysfunction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report indicates the revision procedure was performed due to pain. The operative report further noted tanned, granular appearing tissue posterior at the level of the greater trochanter, bursal collection and erosion of the greater tuberosity, thick scar tissue, and minimal fluid within the hip capsule. No fractures were evident on follow-up x-rays. There was no distinct wear on the head and the stem and cup were secure with good bone ingrowth. The head was removed and replaced.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain and dysfunction. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿